Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 08-july-2021, it was reported by the patient that 12 infusions set fell off within 48 hours of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.